Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose in the low 20 mg/dl range at the time of the incident. The customer used food to treat. The customer experienced symptoms such as a diabetic seizure. The customer was wearing the insulin pump during the incident. The customer reported getting no delivery alarms, and was not seeing drops during the fill tubing process until he gets to 35 units. The customer noticed active insulin but they had not delivered a bolus. The customer stated they slept for 12 hours and didn't eat. Troubleshooting was completed and the pump passed a displacement test and self test. The customer believes the pump is over delivering. The customer stated the pump was exposed to a strong magnetic field. The insulin pump will be returned for analysis.